Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an issue with their controller. Sometimes when they unlock the controller screen to either charge, check the programs, or increase stimulation, the controller screen would just go black in the middle of using it. When this happened, the patient was unable to access anything or even use the on/off button. The only way the patient was able to ¿open it up¿ was to take out the controller battery and re-insert it. After that, the controller would be okay for a while until the issue occurs again. Yesterday ((B)(6) 2017), the patient saw a manufacturer representative who adjusted the programming. The patient was told not to bother with the controller anyway. The patient had 100% charge on the implant battery because they were told to always keep the ins battery charged. It was confirmed the patient checked the ins every morning. Usually the patient could go 2 days without recharging but that morning ((B)(6) 2017) the patient unlocked the controller and it showed the implant battery was at critical low and that the battery was down to nothing. The patient started recharging and ¿it was going nuts on¿ the patient. The patient completed charging the implant but recharging took longer that morning than it normally did. Clarification to the report that ¿it was going on nuts on them¿ was requested. The consumer reported that the controller screen would kick out and a message would come up saying that they needed to recharge the implant because the implant battery was critical low. The patient would unlock the screen again and the battery would still be charging, showing that the antenna was in an excellent position. Because of these issues, the consumer did not know what was going on with the controller. The consumer could not recall the screen number associated with these issues but it was confirmed that the patient had not been seeing the poor recharge quality screen. It was confirmed that during the time of the call the implant was charged up to 100% battery level. The controller battery was up to 60% battery level during the call. It was reviewed that the consumer did not believe that the controller battery was seated incorrectly because the issue occurred every once and a while and that the consumer was sure that the battery had been inserted the correct way the first time around. It was noted that the issue of the controller kicking them out and requiring the battery to be reinserted started shortly after the patient was implanted about 2 weeks ago. This was confirmed to be in (B)(6) 2017. The issue of the low battery screen and recharge taking longer started on the day of the call ((B)(6) 2017). No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97745, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve their previously reported issues (the controller going blank, showing error messages that interrupted recharging, and therefore needing to take the battery pack out and reinsert it and the ins showing low battery on (B)(6), when typically it could go two days without charging) was the patient was told to contact the manufacturer's office if their issues occurred again. It was reported that the patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97745, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the controller going blank, showing error messages that interrupted their recharge session and caused them to have to take the battery pack out and re-insert it was unknown. The cause of the ins showing low battery on (B)(6) when typically it could go two days without charging was also unknown. No further complications were reported/anticipated.